Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 3 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for 7 days for endocarditis with gram positive cultures. During the hospitalization, a transesophageal echocardiogram (tee) also revealed vegetation. For the endocarditis, the patient completed 6 weeks of intravenous antibiotics. Follow-up cultures were negative two weeks and four weeks post antibiotic completion. Approximately 5 months after the hospitalization, an updated echocardiogram revealed a small amount of pericardial effusion. The patient was diagnosed with heart failure and a new diastolic heart murmur. Diuretic medication was initiated. Approximately 1 month later, shortness of breath was noted and a tee revealed severe intravalvular aortic regurgitation. Surgical intervention was scheduled to treat the regurgitation. No additional adverse patient effects were reported.